Event description:
Reporter indicated that his pcp doctor said he had an infection back in may and was put on antibiotics. Patient was vague about where the infection was, but indicated it was due to the vns therapy system. Good faith attempts have been made to verify the reported infection have been made, but have been unsuccessful to date.